Event description:
One day after the initial implant procedure, diagnostic imaging was performed which revealed the right ventricular (rv) had become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.